Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 21dec2020

Event description:
The customer called into technical support (ts) reporting that the device wont shut down. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:25jan2021. B4:26jan2021. The field service engineer evaluated the device and implemented the field change order. The power management pcba was replaced to resolved the issue. The unit passed verification testing. After this repair the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.